Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during device preparation of a steerable guide catheter for a mitraclip procedure, a loss of fluid column was observed at the hemostasis valve. The device was replaced and the procedure continued. There was no device to patient involvement.